Event description:
Contact called to report that this vent "failed" three weeks ago. It has been in risk management all this time and was just released to them complaint driver stopped and there was not any alarms. Same as in call detail. Since this vent was not released first (this was the original vent that failed), contact have not attempted to look at this vent. They eill dispatch a service call and place it in the midatlantic queue. (They stated that they were not able to find out any info regarding this vent date, time, settings, unk) they will try to see if they can find out any info and call them back. This vent failure was not similar nor was it right next to the other vent. This vent "just stopped ventilating" no pt injury was reported. Contact stated that they tried to start this vent but it would not power up.